Event description:
It was reported the patient complained of fatigue and heart rate not increasing when walking. Follow up was conducted with the physician's office and it was disclosed the patient's heart rate did increase while walking. It was also noted the lower rate on the device was increased. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).